Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  Manufacture record evaluation cannot be conducted because no lot number was provided by the customer.  Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring no interventions. During the procedure, cardiac tamponade was confirmed. No medical/surgical intervention was required. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy and disease that might have contributed to the adverse event. No bwi product malfunctions were reported. It is unknown if transseptal puncture was performed during the case. Standard parameters were used on the smartablate generator for thermocool® smart touch¿ electrophysiology catheter. The power did not titrate during the ablation. The flow rate was set as 2ml/8ml/15ml. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 5 sec. Ablation index was used as additional filter with the visitag module as well as color option. No error messages were observed on any bwi equipment. The thermocool® smart touch¿ electrophysiology catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter.